Event description:
It was reported that the patient had been fighting an infection at the pocket and thoracic incision sites since the device was first implanted. Symptoms of red incisions, seeping and swelling were noted. The physician believed that the infection was device and procedure related. The patient was prescribed antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7073330.